Event description:
User received questionable glucose, calcium, albumin, total protein, alt, sodium and potassium results for multiple samples from one patient. The patient's diagnosis was gammopathy. The sodium and potassium results for one sample were erroneous. The initial testing was performed on this cobas integra 400+ analyzer ((B)(4)). The first repeat testing was performed at an outside laboratory on an olympus analyzer and the second repeat testing was performed using the original analyzer cobas integra 400+: the initial sodium result was 123.1 meq/l (accompanied by a data flag), the first repeat result was 140 meq/l. On (B)(6) 2010, the sample repeated a second time gave 129.3 meq/l (accompanied by a data flag). The initial potassium result was 4.16 meq/l, the repeat result was 4.8 meq/l. On (B)(6) 2010, the sample repeated a second time gave 4.37 meq/l. The sodium electrode lot number was 21500333. The potassium electrode lot number was 21500317. The erroneous results were reported outside the laboratory, the user questioned the validity of the results and had the sample repeated, (as listed above). No adverse events have been alleged regarding the discrepancies.

Manufacturer narrative:
The patient sample was not available for further investigation.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.8, 1.4; lab: 6.4. Lab testing performed within 1/2 hour of meter testing. Historical results have been between 2.3-3.0. Pt's therapeutic range = 2.0-3.0. Observed satisfactory correlation with lab when correlation testing performed previously. No changes in dose, medications, lifestyle, no procedures, hospital stays. Pt is anemic, but stable.